Event description:
Healthcare professional confirmed "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). Additional, changed, and/or corrected data: b.5., d6b., d.9., g.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.